Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient presented with a nonfunctioning inflatable penile prosthesis (ipp). A revision surgery was performed, upon explant it was observed that the tubing between the pump and the right cylinder was broken, causing fluid loss. All components were removed and replaced. There were no patient complications in relation to this event.